Event description:
It was reported that the patient went to the emergency room (ER) due to experiencing new post-operative leg pain that was severe. The patient was seen by multiple specialists with no clear etiology. The patient later went to a clinic to see a physician. The patients leg weakness and pain symptoms were resolved. The patient states there is a small area of numbness in their foot. It was noted that the patients intracept procedure was completed successfully and there were no reported device issues. In addition, the device was discarded by the medical facility.